Manufacturer narrative:
One ligator head was returned for analysis with residue present on the device indicating use or handling. A visual examination of the device found all seven bands present and five bands were moved distally on the ligator head. It was noted that the ligator head teeth were damaged. The suture was noticed to be broken and a portion remained on the ligator head. Based on the condition of the returned device, it is possible that the trip wire was not properly tightened and secured during the procedure or the trip wire was not wound properly around the spool which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands; however, the reported event cannot be confirmed since the handle assembly and trip wire were not returned for analysis. Therefore, the most probable root cause could not be determined.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-02731 pertains to the first speedband superview super 7 device and manufacturer report #005099803-2015-02732 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, there was difficulty setting up both speedband devices due to an "abnormal thread direction". During the procedure while outside of the patient, the bands of the first device (captured by manufacturer report #3005099803-2015-02731) failed to deploy. The same issue occurred with the second speedband superview super 7 device (captured by manufacturer report #005099803-2015-02732). Another speedband superview super 7 device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-02731 pertains to the first speedband superview super 7 device and manufacturer report #005099803-2015-02732 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, there was difficulty setting up both speedband devices due to an "abnormal thread direction." During the procedure while outside of the patient, the bands of the first device (captured by manufacturer report #3005099803-2015-02731) failed to deploy. The same issue occurred with the second speedband superview super 7 device (captured by manufacturer report #3005099803-2015-02732). Another speedband superview super 7 device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be okay.